Event description:
Joystick of new fdx, problem described as smoke was coming out of it when charger was plugged into joystick within 5 min. First time powering /charging up the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.